Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm. The displacement test functioning properly. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer stated that the device had been exposed to high magnetic fields. Customer also reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 369 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.